Event description:
Dopamine as infusing to pt who was in critical condition when this device stopped infusing and locked up. The pt's blood pressure dropped as a result of the interruption of infusion and fluids were administered as medical intervention. User advised a message scrolled across the display of this device when this occurred, but did not note what the message stated.